Event description:
Caller reported a malfunction on the pump, though no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and the malfunction did not recur after the reset. Customer understood the resolution and continued to use the pump.